Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two anchors with the same lot number. The patient noted persistent pain in his back while leaning over the countertop. The sensation was felt with stimulation on or off. Reportedly, x-rays were not taken. However, the patient alleges effective stimulation to the desired areas. Surgical intervention was undertaken as the next course of action on (B)(6) 2015 at which time the anchor was buried deeper under the skin. The issue is resolved.